Manufacturer narrative:
The product device is anticipated to be returned for analysis but hasn't been begun yet thus additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This is one of two products involved with these product malfunctions in which associated manufacturer report numbers are 1226348-2013-10080 and 1058196-2013-00290.

Manufacturer narrative:
It was reported that there was a lot of resistance with the second coil, a 3.5x9 orbit galaxy g2 coil, during advancement in the prowler lpes microcatheter (mc). Then there was difficulty withdrawing the coil and the coil prematurely detached from the delivery system with attempted withdrawal. The coil was fully within the mc and was removed in its entirety as a unit with the mc with no additional intervention required to retrieve the coil/coil system. There was no patient injury. There were no damages noted on the prowler mc and no other damages to the coil system. The involved prowler was not used with subsequent coils. The procedure was treatment of an unknown aneurysm with normal vessel characteristics. Prior to the event the first coil, a 7x15 orbit galaxy g2 was deployed successfully through the same prowler lpes. A non-sterile prowler select lp-es 150/5cm mc was received coiled inside of a plastic bag. The mc was inspected and compressed sections were noted on it. Residues of dry blood can be observed on the device. The received mc was inspected under microscope and the damages found on the visual analysis were confirmed (compressed sections). The ID of the mc was measured and was found within specification. The received mc was flushed using a lab sample syringe (B)(4). When the pressure of the syringe was increased; residues of dry blood and the embolic coil were expulsed from the distal tip of the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Analysis of the orbit galaxy g2 delivery system without the coil was performed. Located at the distal end of the marker band is a section of buckling. Starting proximally 1.1 centimeters off the distal tip of the device positioning unit (dpu), the tip coil section has two adjoining buckled sections. The coil was mechanically detached from the dpu via the detachment fiber. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has compression and stretching damaged. Based on this analysis, a likely contributing factor to the coils resistance inside the mc and its unintended detachment is straight back retraction of the sheath when the microcoil system was first unlocked for use instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism catches the inside the v notch of the resheathing tool will then became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action will produced significant resistance which will cause the coil to become to be stuck inside the mc, for the dpu to buckle in multiple sections, and may then lead to unintended mechanical detachment of the coil inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger.¿ this is also shown diagrammatically. It further cautions ¿if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Inner lumen obstruction of the prowler select lpes mc and detachment of the coil within the mc was confirmed, and with analysis was due to shaft compression and dried blood in the inner lumen. If the compressed sections noted on the returned device occurred during procedural use this would likely have caused or contributed to the inability to advance the coil and resulting coil detachment during withdrawal. However, based on the report that the first coil was successfully advanced through the mc, it appears that these damages occurred either during procedural use, possibly due to vessel characteristics/device manipulation, or more likely due to post procedural handling for return. Additionally, based on the findings of residues of dried blood within the inner lumen of the returned mc, it appears that the procedural factor of not maintaining an adequate flush as outlined in both the prowler select lpes and orbit galaxy g2 IFU contributed to the events. With analysis of the coil delivery system, procedural factors outlined in the IFU pertaining to the unsheathing process may also have contributed to the events. With review of the available information, the returned devices and the device history records there is no indication of any related manufacturing issues. Inspections are in place to prevent devices with this type of damage from leaving the facility. The device labeling outlines appropriate techniques related to the identified potential procedural factors contributing to the event. Therefore, no corrective actions will be taken at this time. This is one of two products involved with these product malfunctions in which associated manufacturer report numbers are 1226348-2013-10080 and 1058196-2013-00290.

Event description:
As per the doctor, the catheter prowler lpes was placed properly in the aneurysm. First orbit g2 coil 7x15 was deployed successfully. Second coil was orbit g2 3.5x9 which had a lot of resistance in the catheter. No report of coil system getting stuck within mc. Doctor tried to withdraw the coils back however it had got detached within the prowler lpes. It was added that there was a difficulty withdrawing the coil system such as getting stuck in the mc and thus it got prematurely detached. After premature detachment, entire coil separated from the delivery system however entire portion remained within the mc and no portion of the coil was protruding out of the mc. No additional intervention required to retrieve the coil & coil system. The coil system was removed along with the mc as a unit. There were no other damages noted to the coil system such as stretching, separation of any components in two or more pieces, fracture, crack or other. No flow reduction/restriction was noted. No patient injury noted. No damages noted to the prowler mc. It was noted that the same mc was not used with the subsequent coils. No patient information or vessel code info provided.